Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly and vibrate anomaly. The customer stated that there was a constant vibrate for two minutes and the insulin pump was stuck in a countdown. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose was unknown at the time of the incident but they were at 115 mg/dl a few minutes before the call. The customer stated that the esc and act buttons became unresponsive and had a constant vibrate after the battery was removed and reinserted. The customer also stated that it was humid and there was humidity behind the insulin pump's screen leading to the keypad issues. There was no time on the screen and the insulin pump just kept vibrating. The customer was advised to observe the time for three minutes and the customer stated that there was still no time. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. Moisture damage motor assembly. Unable to verify audio/vibrate absence of alarm, button/keypad or unit light due to blank display anomaly. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.